Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer previously used 300 units over 3 days of pump use but is now using 300 units over 2 days. Reportedly, the settings had not been changed. There was no impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support.